Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a bent needle pierce cartridge. The fse replaced the needle pierce cartridge and realigned the tube ram to resolve the issue. Repairs were verified per established procedures and results met published specifications. Failure mode is attributed to a bent needle pierce cartridge.

Event description:
The customer reported a leak at the probe of the coulter lh 780 hematology analyzer. The customer did not specify the volume of the leak but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye protection, and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.